Manufacturer narrative:
Unit received with constant failed battery alarm problem isolated to the electronic assembly noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a failed battery alarm. Customer stated contacts on the battery cap are neither missing nor damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.